Event description:
The plastic sheath over the Optilume Balloon catheter must be removed prior to use of the catheter. The sheath is transparent. The catheter can also be threaded through the sheath, allowing the balloon to inflate and possibly dislodge the plastic sheath. In this patient's case, although the device did not malfunction or break, these device design factors contributed to the transparent plastic sheath to be unintentionally retained in the patient's urethra. Recommendations to modify design : 1. Prevent catheter from being threaded through the sheath that must be removed. 2. Change the color of the plastic sheath from transparent to a more visible color.3. Label the catheter with a warning that says " remove sheath before use".